Event description:
Prior to a procedure the user facility noted that the insulation material on a scissor tip was damaged and cut 0.5 inch from the tip of the scissor. There was no patient involvement.

Manufacturer narrative:
Stryker sustainability solutions resterilized the complaint device through our open-but-unused process. An examination of the device revealed a tip protector over the distal tip. A crack was noticed through the transparent tip protector along the circumference of the shaft 3.1 cm from the tip. During removal of the tip protector, the sheathing separated completely. Once the tip protector was completely removed from the distal tip, the device was actuated to find the gap separation increased by the movement. Since removal of the tip protector appears to be the likely root cause of this failure mode, any other manipulation to remove the tip protector only introduced an increased likelihood for fracture. Corrective actions have been implemented (B)(4). The reported event is not occurring more frequently or with greater severity than is usual for the device.